Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage occurred. The 99% stenotic lesion with calcification was located in the moderately tortuous mid left anterior descending artery. The physician predilated the lesion with a 2.0mm non-bsc balloon catheter. Then the physician advanced the 2.50x16mm taxus express2 drug eluting stent delivery system to the lesion, but was unable to cross. When the device was removed from the pt, the physician observed that the stent edge was lifted up. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".